Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was cut, there was blood/body fluid on the defibrillator conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation was torn, all insulators were breached cut, there was blood in/on the helix mechanism and sleevehead and there was apparent explant damage. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): we did receive performance data collected from the device and have analyzed the data. High v-sic (short interval count) beginning on (B)(6) 2011, 22/day average. High sic can indicate the presence of noise or intermittency in the system. Lead integrity alert triggered on (B)(6) 2011 at 13:44:56, due to the following conditions met: short interval condition, and vtns condition. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2011. (5 episodes nst). V pace bi impedance rises from 684 ohms on (B)(6) 2011 to >4000 ohms on (B)(6) 2011.

Event description:
It was reported that after the initial implant, noise was detected by the device resulting in inappropriate shock. The patient was taken back into the operating room. The device was disconnected from the lead to assess set screw. Lead connection was verified in header and set screw was tightened. A few days later, the patient went to the emergency room due to a beeping sound caused by a triggered lead integrity alert. The lead was oversensing and had high and varying impedance. The patient again developed noise on the lead. The physician decided to explant the device and the lead and replaced both with new ones. No further patient complications have been reported as a result of this event.